Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
One cadd solis vip pump was received with no physical damage. The event history log was reviewed and there was a "system fault 41,301". The application was checked and there reported issue was able to be replicated. Error 41301 was found in the application and event log. This transient error's possible cause is unknown but was able to be cleared safely.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed "error 41301."